Manufacturer narrative:
Neither the device nor any imagining were unavailable for evaluation. An acdf procedure was performed in the cervical spine, but information regarding the specific levels was not provided. Due to the lack of information received, it is unclear whether the part was abused or misused before being damaged. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case a piece of a temporary fixation pin broke and remains in the patient post operatively.